Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the catheter broke. The target lesions were unknown. A 150/10 renegade hi-flo was selected for the procedure. During unpacking, they flushed the plastic sheath with 10 cc saline and removed the microcatheter; however, the catheter was not completely removed from the sheath as it was broken into two pieces. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The dimensions of the device were found to be within specification. The catheter was visually examined and the catheter was found to be broken 9-12cm from the hub with 3 cm of braid exposed. No other issues or defects were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the catheter broke. The target lesions were unknown. A 150/10 renegade hi-flo was selected for the procedure. During unpacking, they flushed the plastic sheath with 10 cc saline and removed the microcatheter; however, the catheter was not completely removed from the sheath as it was broken into two pieces. The procedure was completed with another of the same device. There were no patient complications reported.